Manufacturer narrative:
The investigation determined that potentially erroneous assay test results associated with condition codes te1-504 and te1-594 were obtained from patient samples processed using a vitros 5600 integrated system. A possible cause of the events could have been the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing potentially erroneous results to be obtained for a patient sample. Due to a hardware reliability issue (i.e. X-drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504 and te1-594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Hence, believable, erroneous results are reported by the vitros 5600 analyzer. On (B)(6) the code te1-504 was associated with a sample ID, however the result for the ldh assay was suppressed. Because an econnectivity review did not include any other condition codes to assist in ruling out or confirming the sample metering (x or z axis) positioning; the malfunction cannot be ruled out. For the event that occurred on (B)(6), the customer did not repeat the sample. Therefore, it is not known if the initial reported results were accurate. Since the customer did not reprocess the sample to compare with the initial results, the malfunction cannot be ruled out. The customer performed a controlled shut down of the vitros 5600 integrated system after the events. A second econnectivity review did not identify any additional occurrences of the te1-594 condition code. The FDA (B)(4) district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001 c.

Event description:
A customer reported obtaining the condition codes te1-504 and te1-594 on a vitros 5600 integrated system which could lead to potential erroneous results. The te1-504 code event occurred on (B)(6) 2018 while the te1-594 code was obtained on (B)(6) 2018. The result for the event on (B)(6) 2018 was for ldh and it was suppressed by the analyzer. Results for the (B)(6) 2018 event: (B)(6). The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 integrated system that was not detected, causing potential erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. The results for the event on (B)(6) 2018 were reported outside of the laboratory and were not questioned by a physician. The customer did not have any sample remaining to repeat the testing in order to compare repeat results to the initial reported results. There have not been any allegations of patient harm due to the events. This report corresponds to ortho clinical diagnostics complaint number (B)(4).